Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg urine control and 3 high level of hcg urine controls (201.8 iu/ml, 203.4 iu/ml and 205.2 iu/ml); all results were hcg positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis and insufficient information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Customer in (B)(6) reported potential false negative results when testing hcg one step pregnancy test device (urine) lot hcg5060028. This information was provided by the distributor on (B)(6) 2015 and updated on (B)(6) 2015 to provide further information.. On (B)(6) 2015, a negative urine hcg result was observed on a patient. A quantitative blood test was performed on this patient with a result of 20,000miu/ml; an ultrasound was performed with a positive result. No further patient information was available. (Note: this MDR filing is due to the device being the same or similar as a device available in the us).